Event description:
It was reported that the patient couldn¿t get the implantable neurostimulator (ins) charged. There was a communication problem as the patient would see the reposition antenna screen on the implantable neurostimulator recharger (insr). The first time that the patient had tried to recharge the ins and wasn¿t able to was during the weekend prior to this report. The patient had last been able to charge the ins about 2 months ago. The patient had previously turned the stimulation off for ¿other reasons.¿ after trying to sync the patient programmer (pp) with the ins the poor communication screen presented. The patient had had this situation happen before. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger. Product ID neu_unknow n_lead, implanted: 2009-(B)(6), product type lead. Product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).